Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced persistent skin issues and skin overgrowth the abutment. The patient was placed under local anesthesia and underwent revision surgery to remove the excess skin (date not reported).